Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event, as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an evaluation was conducted by olympus. During the evaluation, the user¿s report was confirmed. The unit was not producing an image due to a faulty charged coupled device unit. Additionally, the insulation resistance value was out of specification. The curved adhesive was missing, the control angle was loose, and the unit had scratching noted all throughout. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ based on the results of the investigation, a definitive root cause could not be identified. However, given the condition of the subject device, investigator believe that external stress on the device likely lead to the reported failure mode. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was not producing an image. According to the initial reporter, an error code was present when the image didn¿t show. Reportedly, this event took place during preparation for a therapeutic procedure. The customer confirmed that the intended procedure was completed using a similar device. Further information was requested but was not provided by the initial reporter.